Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. The presenting electrogram (egm) shows significant undersensing of atrial fibrillation (af) with stored egms showing undersensed noise on the ra lead. The device has also alerted for atrial arrhythmia burden. The atrial sensitivity is currently programmed at automatic gain control (agc) 0.25mv (millivolts). Battery longevity is normal and other lead measurements are stable. At this time, the device and lead remain in-service. No adverse patient effects were reported.